Manufacturer narrative:
The event unit is anticipated to return to applied medical for evaluation. A follow-up report will be sent upon completion of investigation.

Event description:
Procedure performed: laparoscopic high anterior resection of the rectum. Event description: this is a complaint from the hospital. The event unit was used as scope port. When flexible scope made by [name] was used, the resistance between scope and valve (seal compponents). In addition, ""cracking"" sound like rubber catching came from the seal part. No patient injury or illness associated with this event. Replaced with a hospital inventory, and the procedure was completed. Intervention: kept using the event unit and the procedure was completed. Patient status: no patient injury indicated.